Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported the patient recently had a pump installed. They since had surgery and the surgical sight would not heal. There was profuse bleeding from the sight. The patient had nothing but problems with pain since. The medication delivered via the pump was unknown. This was posted in an online forum; follow up regarding patient outcome was not possible. If additional information becomes available, the event will be updated.